Manufacturer narrative:
During use of a 6-7f mynxgrip for vascular closure, the balloon would not hold pressure. When a second device from the same lot was taken from package, the black + green handles separated. The third device worked (hemostasis was achieved) on the patient and there were no patient events. The devices will be returned for analysis. Access was via the right leg groin with a 6f competitor sheath for a left angiogram. The case was for treatment of a peripheral vascular disease (pvd). The user is trained on the device. The patient is also 67 inches tall. The access site was perfectly positioned the first device would just not hold the balloon pressure. Additional information was received that the second mynx device was taken out of the package correctly but the gray and black detached easily. It was prepped the way physician was in serviced. Access was no problem and a 6f merit 11cm sheath angiography was used during insertion. Angiography of the vessel was done before insertion of the mynx. Everything went well with the insertion of the other mynx device no complication to patient at all case-(B)(4): a non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath was not returned. No anomalies were observed. Leak testing was performed on the balloon of the received device using the returned syringe mynxgrip instructions for use (IFU). The balloon was fully inflated and pressure was held with proper functioning of the inflation indicator. The balloon¿s od was verified to be within the specification. A device history record (DHR) review of lot f1826704 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed through analysis of the returned device since balloon was able to hold pressure. The exact cause of the reported failure experienced by the customer could not be conclusively determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue experienced since no issues were found during analysis. However, handling factors of the device are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath was not returned. No anomalies were observed. Leak testing was performed on the balloon of the received device using the returned syringe (mynxgrip instructions for use (IFU). The balloon was fully inflated and pressure was held with proper functioning of the inflation indicator. The balloon¿s od was verified with go & no go gage to be within the specification. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Based on the information provided and the investigation performed, the failure reported as ¿balloon lost pressure¿ could not be confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported failure experienced by the customer could not be conclusively determined.  Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynxgrip for vascular closure, the balloon would not hold pressure. When a second device from the same lot was taken from package, the black + green handles separated. The third device worked (hemostasis was achieved) on the patient and there were no patient events. The devices will be returned for analysis. Access was via the right leg groin with a 6f pinnacle sheath for a left angiogram. The case was for treatment of a peripheral vascular disease (pvd). The user is trained on the device. The patient is also 67 inches tall. The access site was perfectly positioned the first device would just not hold the balloon pressure. Additional information was received that the second mynx device was taken out of the package correctly, but the gray and black detached easily. It was prepped the way physician was in serviced. Access was no problem and the a 6f merit 11cm sheath angiography was used during insertion. Angiography of the vessel was done before insertion of the mynx. Everything went well with the insertion of the other mynx device no complication to patient at all.